Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer logged in remotely. No issue observed. Called customer to check medstation. Customer stated issue may had been resolved by another staff. Inventory completed. No hardware icon on main screen. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer was failed after the cubie pocket was closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.